Event description:
Customer reportedly received results of 73 mg/dl and 164 mg/dl within 10 minutes on the same device. No quality controls were used. No adverse event reported. Requested return of supsect device and replacement was sent.